Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics.

Event description:
Per the clinic, the patient experienced an mrsa infection with oozing, redness and some scabbing at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.